Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve intervention due to degeneration which led to stenosis and regurgitation. The 27mm bioprosthetic mitral valve was implanted in 2001 after an approximate implant duration of fourteen (14) years (exact implant date is unknown). Patient is noted as stable.

Manufacturer narrative:
Structural valve deterioration. Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the structural valve deterioration led to the stenosis and regurgitation; however, the root cause of the event remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.